Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an ec345 alarm did not occur. A review of the event history log did not reveal system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'system error 345' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump stopped working during therapy at the intensive care unit department (medication, dose, programmed amount and delivery rate unknown). It was also stated that the biomed noted an instance of error code 345 in history log. There was no report of patient injury or medical intervention associated with this event.. No additional information is available.